Manufacturer narrative:
Section a2, a4 and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: not applicable, as handpiece is not an implantable device. Section d6b: if explanted, give date: not applicable, as handpiece is not an implantable device. Section d10 - concomitant - whitestar sn unknown, phaco tip lot no. Unknown, phaco pack lot no. Unknown. Section h3: the handpiece was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a corneal burn. No further information provided. Note: this is report 1 of 4.